Manufacturer narrative:
Concomitant medical products: 429678 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for a low pacing impedance. The lead also alerted for a high rv threshold and was noted to be chronically high. Follow up with the company representative indicated that no intervention was done. The lead remains in use. No patient complications have been reported as a result of this event.